Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi. Technical services was contacted and the back-up was unable to be resolved. At a previous check 6 months ago the suggested battery longevity estimate was 7 years and the device was implanted in 2011. The limited information that technical services was able to obtain was consistent with battery depletion. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on (B)(4) 2019 noted that the device was explanted.